Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and replaced the buffer valves which resolved the issue. The cause of failure was identified as the buffer valves. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated false low patient results for sodium (na) and chloride (cl). The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.